Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer experienced multiple (B)(6) results and an increase in (B)(6) rates while using prism hiv o plus reagents. The following data was provided. Sid (B)(6) (tested (B)(6) 2018) initial (using analyzer sn (B)(4)) (B)(6)), repeat (using analyzer sn (B)(4)) (B)(6)), western blot testing was (B)(6). No impact to patient or donor management was reported.

Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for lot 87090m500. Using worldwide field data, the reactive rates of the prism hiv o plus assay were evaluated at the qualtex sites with prism hiv o plus lot 87090m500 compared to other lots. It was found that at the qualtex sites and peer whole blood or plasma sites, prism hiv o plus reactive rates were within chart control limits. Initial and repeat reactive rates for prism hiv o plus lot 87090m500 at qualtex sites and respective peer sites are within or below initial reactive chart control limits and less than the prism hiv o plus reactive rate 95% upper confidence intervals. A further review of overall customer field data was performed and found that initial reactive rate, repeat reactive rate, and specificity are within package insert specifications. Labeling was reviewed and sufficiently addresses the customer's issue. No deficiency was identified.